Manufacturer narrative:
Concomitant products: 511212 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible under-sensing during atrial tachycardia/atrial fibrillation episodes. It was also noted that the rv lead had chronically low r-waves. The leads remain in use. No patient complications have been reported as a result of this event.